Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, when replacing an old device by this one, the physician connected the lead but no pacing was observed. The patient had pacing dependency. Although the physician saw the lead protrude from the connector, he felt that the connection was loose and after three unsuccessful attempts, the device was not implanted.

Event description:
Reportedly, when replacing an old device by this one, the physician connected the lead but no pacing was observed. The patient had pacing dependency. Although the physician saw the lead protrude from the connector, he felt that the connection was loose and after three unsuccessful attempts, the device was not implanted. Preliminary analysis revealed that the device was manufactured and released according to all applicable procedures.

Event description:
Reportedly, when replacing an old device by this one, the physician connected the lead but no pacing was observed. The patient had pacing dependency. Although the physician saw the lead protrude from the connector, he felt that the connection was loose and after three unsuccessful attempts, the device was not implanted.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.